Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts explained that a large amount of air had entered into the disposable set and that the patient would need to start over with new supplies. Gts had the patient cycle power twice to clear the alarm. The patient elected to start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated under renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient. The patient stated that he was able to continue therapy with a new setup. The patient stated that he did not remember the lot number and did not have any companion samples left from that box. No injury or medical intervention was reported.